Manufacturer narrative:
The reported issue was addressed with additional pressure and the patient received a blood transfusion. The device was not returned for physical investigation. Conclusion: while the device was not returned for physical investigation. Hematoma is a complication which may be related to the endovascular procedure or the vascular closure procedure. Hemostasis was initially reportedly achieved with the vascade vcs. A blood transfusion successfully resolved the event.

Event description:
The vascade 6/7f device was selected for closure and inserted into the 6f sheath. The disc was deployed, the sheath was removed, and temporary hemostasis was achieved. The key was inserted into the lock/grip and the black sleeve was retracted to expose the collagen. The collagen was stripped off the device and the device was removed. Final hemostasis achieved with the device. After deployment of the device, the user noticed a large hematoma (greater than 6cm) at patient's abdomen. Pressure was held to address the hematoma, but patient received a blood transfusion. Ultrasound determined that patient not suffer from retroperitoneal bleed or pseudoaneurysm. No further injury or complications noted.